Event description:
The complainant reported that a 41-year-old male patient was implanted with an impella cp pump for mechanical circulatory support. During support, persistent suction was noted and the decision was made to replace the pump in case a clot had been ingested. A new impella was implanted for ongoing support. There was no patient harm due to the noted issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The pump was not returned for investigation. The data logs showed suction alarm during the entire case run with low pump flow. There were no signs related to improper position or biomaterial interaction. As per clinical details, the pump was explanted and replaced with another cp pump, yet the suction alarms persisted. The suction alarms resolved with the second pump after the physician administered fluids to the patient. The cause of the low pump flow issue was most likely patient condition related to low blood volume since the pump flow was restored after the given fluid volume, based on given clinical details.